Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged using the usb cable. There was no reported impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.